Event description:
The patient reported a loss of stimulation/therapy as of (B)(6). It was stated that their tremor started to come back on the right side, with no falls/emi related to the issue. The implant was checked with the patient programmer and increased from 5.1v to 5.5v. At that point the tremor did get better but ended up coming back. Furthermore, on the morning of date notified, they accidentally turned stimulation off and didn't realize it with their tremors getting "real bad" as a result. The patient then tried to increase past 5.5v but got the upper limit screen, and also tried to increase on the left side but it doesn't control the tremor in their right hand. A message was left for the healthcare professional (hcp) by the patient and they are waiting to get in contact with them. Additional information received from a manufacturer representative (rep) on date notified reported that the hcp is with the patient to check impedances which showed as fine. An elective replacement indicator (eri) error code was also reported, with the implant reaching that state in 3 months and no related significant programming changes. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.